Event description:
It was reported that: during the device working with ippv mode, occasionally no gas mixture flew into the pt's lung. Reportedly the device has not alarmed. No permanent injury reported.

Manufacturer narrative:
The investigation has started but is not yet completed. The investigation results will be reported in a follow up report.